Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. A new cartridge was loaded to resolve the issues.